Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an (B)(4) for patient to return her device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.